Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the bolus recommendations provided by the blood glucose monitor are not accurate. The following events caused concern for the customer's mother: (B)(6) 2020, at 12:00 noon 7,4 mmol/l, carbohydrate 48 gram, no health events, advice 8 insulin units. (B)(6) 2020, at 12:00 noon, 5,2 mmol/l, carbohydrate 60 gram, no health events, advice 10 insulin units. The aviva expert bolus simulator shows that the bolus advise should have been 2.5 units, on (B)(6) 2020 at 12:00 noon, when the blood glucose value was 7.4 mmol/l and the carbohydrate 48 gram. Instead the aviva expert meter advised 8 units. The incorrect bolus' of 8u and 10u were not administered to the customer, no adverse event occured.